Event description:
Pt had been using competitor's powdered gloves for over a year and suspected he had an allergic reaction to the powder in the gloves. Pt started using co's gloves two months ago and last month pt noticed little blisters, welts, and itchyness on pt's hands. On dec. 8th 1999 pt saw a physician who told the pt that the pt may be developing a latex sensitivity.